Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure two days prior. According to the complainant, "low water level" error message was continuously displayed on the screen throughout the procedure. The cartridge was manually filled with water, but the screen continued to say low water level. The case was completed with another prolieve thermodilitation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.